Event description:
It was reported that the patient underwent transurethral ureteral nephroscopic laser lithotripsy. A reusable fiber was selected but fractured near the end of the procedure. A second fiber was used to complete the procedure but was noted to have fractured as well. Unspecified error messages were also reported from the console. It was found the console filter needed to be replaced. No patient complications were reported.

Manufacturer narrative:
See boston scientific reference number (B)(4) for the report corresponding to the second fiber.